Event description:
It was reported that during the surgery t1 and t2 deploy simultaneously. No patient injuries or delay were reported. Back-up device was available to complete the surgery.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 and t2 deploy simultaneously.¿ the depth limiter was found attached and retracted. T1, t2 were not returned. A partial segment of cut suture was returned. The device cycled and actuated properly. No mechanical fault was evident. There was no obvious damage to the delivery needle noted. Whether temporary or permanent, inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted at this time.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) incomplete needle penetration through meniscus. 2) inadvertent twisting or bending of the delivery needle. 3) difficulty with reaching the desired tissue location. 4) entanglement with other instruments or devices. 5) inadequate tissue conditions. Do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Final product met specifications upon release to distribution.